Manufacturer narrative:
The available event information indicates this right atrial (ra) lead will not be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead would not capture at maximum outputs, and ra lead revision was needed. System explant was scheduled as the implantable cardioverter defibrillator (ICD) was near elective replacement indicator (eri). In addition, the plan was to upgrade the patient to an MRI conditional system. During the revision procedure, there was difficulty removing the ra lead and it was surgically abandoned instead. A secondary procedure was scheduled for system explant, and a new ICD system was successfully implanted the next day. No additional adverse patient effects were reported.